Event description:
Hollow fiber hemodialyzer unit experienced a blood leak during the initial use. This unit had just been exchanged for a unit which developed a leak during it's 4th use. The total estimated blood loss was 400 cc.